Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error: installing the implant too deep or using implants that were too long. Part number, lot number, manufacturing date, expiration date and gtin: 1st (superior): ifuse-3d implant, p/n 7055m-90, lot# 2694391, mfd. 10/30/19, exp. 2024-10-30, gtin (B)(4). 2nd (middle): ifuse-3d implant, p/n 7040m-90, lot# 2694361, mfd. 10/30/19, exp. 2024-10-30, gtin (B)(4). 3rd (inferior): ifuse-3d implant, p/n 7040m-90, lot# 2694281, mfd. 10/02/19, exp. 2024-10-02, gtin (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2020 where three implants were installed. The patient had si joint pain relief but later reported right side radicular pain symptoms. The surgeon determined that the inferior and superior positioned implants were impinging on the neuroforamen causing radicular pain. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the superior and inferior positioned implants using chisels and replaced them with shorter implants of the same type. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.